Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is during (B)(6) 2019. If implanted, give date: unknown, information not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 22.0 diopter intraocular lens (iol) was explanted because the patient complained that the visual quality was not as good as their fellow eye which has a symfony lens implanted. The lens was exchanged for a zxt150 21.5 diopter lens in a secondary surgery. No incision enlargement was required. The patient is okay and in good health post-operatively. No additional information was provided.

Manufacturer narrative:
Additional info: based on receiving new information, if implanted: give date: (B)(6) 2019 has been updated accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.